Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00400, 1627487-2024-00401 it was reported that patient experienced discomfort at ipg site. It was noted that patient primarily sleeps on the same side that ipg is located. Patient denied excessive bending, lifting or twisting and reported no falls since implant. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was revised with ipg buried deeper within the pocket and the two drg leads were removed from ipg header ports 1 and 2 moved to ports 3 and 4. No product was explanted. Effective therapy was restored and pain at ipg site has resolved.